Event description:
It was reported that the implantable cardioverter defibrillator (ICD) went into back up vvi (bvvi) mode after a magnetic resonance imaging (MRI) was performed. MRI mode had not been enabled on the ICD. The ICD was restored from bvvi. The patient condition was stable.

Manufacturer narrative:
The reported event of backup vvi (bvvi) following magnetic resonance imaging (MRI) was confirmed. Based on analysis of the session record information received, the device entered por due to the MRI settings not being enabled by the user prior to MRI. Rather, the user only manually disabled tachy therapy not following the mr conditional labeling.